Event description:
It was reported that a patient presented with inappropriate shock due to atrial fibrillation with rapid ventricular response and symptoms of anaphylactic shock. No changes or interventions were reported. The patient condition was not known.